Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that while she was folding a company lens into company cartridge, the leading haptic broke so she had to use another iol. The issue noted to be happened during opening. There was no patient contact. Additional information has been requested.